Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient information. Further information was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg became inoperable during a surgery. A company representative confirmed the issue using the clinician programmer (cp). The cp displayed an error message: "a problem was found that could not be repaired" the representative attempted multiple times to connect to the ipg, but to no avail. The rep did place the device into surgery mode prior to the use of monopolar electrocautery. In turn, the physician explanted and replaced the patient's scs ipg, restoring therapy.

Manufacturer narrative:
The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure as stated in the event details. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system.